Event description:
It was reported to sabratek that a pump was programmed to infuse antibiotic over 1/2 hr. Tubing was in door, door was shut. Infusion was free-flowing. There was no alarm. So despite pump being programmed, door being closed, pump acted as an open "to gravity" infusion.